Manufacturer narrative:
Continuation of d10: product ID afr-00004 (serial: (B)(6); product type: 3294-generator; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular tachycardia ablation procedure was performed using the affera system with radiofrequency and pulsed field ablation in a patient with an implantable cardioverter defibrillator with an atrial lead and a ventricular lead in the apex of the right ventricle. After mapping, radiofrequency ablation was initiated on the septal part of the right ventricle, and ventricular fibrillation was induced during radiofrequency delivery on seven occasions; each episode was treated with cardioversion with return to sinus rhythm. The event was described as an interaction between radiofrequency delivery and the implantable cardioverter defibrillator, and ablation was being delivered near intracardiac leads at the time ventricular fibrillation occurred. The physician then attempted implantable cardioverter defibrillator reprogramming to evaluate settings to prevent ventricular fibrillation induction; during reprogramming when no ablation was being delivered, increased impedance was observed in both atrial and ventricular leads w ith loss of capture and loss of sensing in both leads, and the implantable cardioverter defibrillator was reported as not working anymore. The procedure was continued using pulsed field ablation only. At the end of the procedure, the physician was unable to reprogram the implantable cardioverter defibrillator and an intracardiac catheter was left in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The implantable cardioverter defibrillator (ICD) was replaced.